Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was found down at home. Patient was by himself at the time and his significant other had left for work in the morning and came home around lunchtime to find the patient unresponsive. Emergency medical services (ems) was called and the patient was taken to the emergency department where patient was coded. During the code, patient received chest compressions, and per vad coordinator, left ventricular assist device (lvad) flows and powers returned to normal but attempts to revive patient were unsuccessful. Lvad was turned off and patient's family consented to an autopsy, report is pending. Log files were sent, and logs show an abrupt decrease in flow and power around 1030 hours. No additional information available.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event of "low flows" was confirmed via review of the controller log files which revealed a sustained decrease in power consumption on (B)(6) 2016 at approximately 10:30am and 13 low flow alarms logged since (B)(6) 2016. Failure analysis of the returned pump revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. Based on the risk documentation, the "low flow" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, ventricular collapse, or inflow occlusion. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, patient comorbidities, patient factors, and pharmacological causes are possible contributing factors. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. Based on the risk documentation, the "low flow" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, ventricular collapse, or inflow occlusion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.